Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneously elevated troponin I (accutni) results for one (1) patient sample on their access2 immunoassay system. The erroneously elevated accutni patient sample results were reported outside of the laboratory. The customer reported that the patient was sent for either a pet scan or a cardiac catheterization procedure due to the reported elevated accutni results. The exact procedure the patient underwent and the corresponding results are unknown. Quality control results were not provided by the customer. Diagnostic system check information was not provided by the customer. The customer reported that the patient sample was tested on an I-stat system which yielded negative results. The customer sent the patient sample to bec for additional analysis.

Manufacturer narrative:
A field service engineer (fse) was not dispatched to the customer's site. The patient sample provided by the customer was analyzed for the presence of an interfering substance. Bec confirmed the presence of a patient source interferent which likely relates to alkaline phosphatase. This could lead to an elevation of accutni results. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.